Event description:
Device malfunction: broken locator wing. Time of malfunction: after vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip was deployed and hemostasis was achieved. When the device was removed from the patient, it was noticed that one of the locator wings was broken, but still attached to the device. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.